Manufacturer narrative:
The insulin pump was received with no response from the act and up buttons, due to corroded keypad traces. No display anomaly or button error alarm were noted during testing. It was not possible to verify the motor error alarm, due to the unresponsive buttons.the insulin pump was received with minor scratches on the display window, a cracked case a display window corners, a cracked reservoir tube lip, cracked battery tube threads, a cracked lcd window at bottom right side corner, a broken pump belt clip slot and a stained end cap sticker.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. No significant events had reportedly occurred. The customer's blood glucose was 185 mg/dl. Nothing further was reported.